Event description:
It was reported that the user experienced hypoglycemia after consuming a usual breakfast with a reduced meal announcement while using the ilet bionic pancreas with a compatible freestyle libre 3+ continuous glucose monitor (cgm). The user noted a cgm reading of 66 mg/dl with a confirmatory glucometer value of 62 mg/dl and disconnected from the pump before treating with oral carbohydrates (sugar water). Symptoms included anxiety associated with hypoglycemia. Outcomes included resolution of the low after carbohydrate intake, with glucose rising to 138 mg/dl and no hospitalization. Investigation included a user communication and troubleshooting focused on meal announcement use and factors that can affect glucose levels. Investigation of this case revealed user-related underreporting of meal size leading to insulin dosing not matched to carbohydrate intake; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal announcement.